Event description:
It was reported that the patients ipg was difficult to charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned as it was kept by the medical facility.